Event description:
During an in-clinic follow-up, the patient experienced muscle stimulation due to the right atrial (ra) lead. A revision procedure was performed. Lead conductor fracture was confirmed during the revision procedure. The ra lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events were muscle stimulation and lead fracture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of lead fracture was not confirmed. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.